Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 6 days in situ. Replacement was required. No incident related medical sequela was reported.

Manufacturer narrative:
Device evaluation: two used samples were received for evaluation. Upon pressurization, both cuffs were found to maintain pressure without any evidence of leakage. Testing was unable to confirm the reported issue. There was no evidence found to suggest the event was caused from an intrinsic defect in the product.